Event description:
Patient's legal counsel reported that patient underwent right hip resurfacing on (B)(6) 2007 and a left hip resurfacing on (B)(6) 2008. Subsequently, patient's right hip was revised to a total hip arthroplasty in 2009 due to an unknown reason. The recap femoral head was removed and replaced with a m2a head and taperloc femoral stem. In 2010, patient's left hip was revised to a total hip arthroplasty due to an unknown reason. The recap femoral head was removed and replaced with a m2a head and taperloc femoral stem. Further, patient underwent a left hip revision in 2010 and a right hip revision in 2011 to remove the m2a systems allegedly due to damage to bone and tissue, pain, swelling, lack of mobility, impairment and inflammation. No further information has been provided to date. Additional information provided in patient medical records indicate that the first left hip revision performed on (B)(6) 2010 noted yellow-tinged clear fluid and slight bone softening; second left hip revision performed on (B)(6) 2010 noted yellow-tinged clear fluid and inflammatory tissue. Additional information provided in patient medical records indicate that the first right revision performed on (B)(6) 2009 noted yellow-tinged clear fluid, necrosis and osteolysis; second right revision performed on (B)(6) 2011 noted bursitis, a trochanteric spur and brown discoloration of the synovium. Additional information received in patient medical records noted that on (B)(6) 2010, (B)(6) 2010 and (B)(6) 2011 patient¿s blood was tested. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that these types of events can occur under possible adverse effects: 14. Intraoperative or postoperative bone fracture and/or postoperative pain. 15. Elevated metal ion levels have been reported with metal on metal articulating surfaces. This report is number 7 of 7 mdrs filed for the same patient (reference 1825034-2012-02547 / 002549 & 02567, 2014-05282 / 05284).